Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead exhibited noise and an increase in pacing impedance during an elective device upgrade procedure. The physician dissected the lead down to the yoke, where a lead fracture was observed. The physician elected to cut and cap the lead, and implanted a separate sensing lead. The cut portion was inadvertently discarded by the or staff following the procedure. To date, there have been no reported patient symptoms associated with this clinical observation.